Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was cracked and that the wake button was broken. There was no reported adverse impact to the customer's blood glucose level. Customer declined follow up from tandem technical support and further information was unable to be obtained.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen issue was verified. However, the alleged wake button issue could not be verified.